Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that universal surgical manipulator (usm) 1 was not fully drivable by the surgeon. Tse reviewed logs and confirmed error # 1030 in the logs. It was pointing to sterile adapter (sa) was not well seated. Tse asked customer to reseat the sa and force bipolar forceps (fbf) installed on it and monitor. Issue returned after reseating the sa. Tse reviewed logs and confirmed error #22021, that stated that the offset was too high on fbf. Tse advised caller to replace the instrument and monitor. Nurse agreed to relay the message to the surgeon. Tse called customer back and customer reported the fbf was now installed on usm 3 and was functional. Customer detailed that the tornado was not adjustable on usm #1. Tse reviewed logs and found the error #25745 pointing to faulty button on usm #1. This was the first occurrence of error #25745 in the last past month in the logs. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in log reviews, the 25745 error was found indicating an issue with the button on the usm spar switch, confirming the fault occurred in the field. Upon visual inspection, fluid intrusion in the usm spar axes controller spar button board (acsb3) was found that would be related to the reported event. The usm was installed onto a golden system where the 25745 error was triggered indicating fault on the usm tornado down button, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where the insertion button check was found to be failing on the acsb3. Once testing was completed, the acsb3 was aba tested and was verified be the source of the fault. The root cause is attributed to a failure in the insertion button check on the acsb3 board. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.